Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) and manufacturer representative reported that the hcp wanted to know if a clinician programmer could be sent to them, so they could interrogate the patient¿s ins and check to see if it was depleted. The patient had been unable to tolerate food starting 6 weeks ago in (B)(6) and the patient had been in the hospital the past 2 weeks. The patient¿s parents felt the ins may be depleted. The manufacturer representative wasn¿t there for the switch out.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer representative reported that the patient had the implantable neurostimulator (ins) implanted on (B)(6) 2015 and the battery was depleted already. The patient had a sudden return of vomiting symptoms in (B)(6) 2015. The patient was scheduled for ins replacement on (B)(6) 2015 and the patient's family member wanted the ins to be sent back for analysis. The manufacturer representative couldn't recall the device settings, but even at full blast it shouldn't have been depleted yet. It was noted that the patient would have another procedure on (B)(6) 2015 and they would need to have their device turned off. The indication for use for this patient was gastric stimulation.